Event description:
In 2007, the lay user/patient contacted lifescan alleging that the one touch ultrasoft was not firing the lancet. The customer service representative (csr) noted that the patient was using the lancing device according to the instructions. The lancing device issue first occurred about 2 months ago and he did not test for 2 months. He claimed that after the issue began, he had to administer self-treatment "almost every morning" when he feels "low" with food/drink. He claimed he had symptoms of feeling week, shaky, and dizzy. This complaint is being reported because the patient allegedly developed symptoms of low blood glucose after the lancing device started. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.